Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell five of five on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) had the hp cycle power and closed the clamps. The tsr advised the hp to start over with new supplies or use manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.